Event description:
The pas-port device was used for proximal anastomosis of saphenous vein graft in an off-pump coronary bypass surgery performed on (B)(6) 2013. After deployment of the device the surgeon continued with the procedure and observed bleeding from the aorta. Control of bleeding was difficult so the surgeon clamped the aorta and removed the implant. The aorta appeared severely disease and a section of the aorta require placement of an aortic patch for repair. The coronary bypass procedure was completed without further complications.

Manufacturer narrative:
Device analysis: the device was returned to cardica and a failure investigation including functional testing was performed. The device was reset and a new implant installed. The pas-port was reloaded and the implant dry-fired into artificial media. The implant was deployed successfully and the device performed as intended. We can reasonably conclude normal function of the pas-port device used in this procedure.